Event description:
It was reported that this patient had a crc insert that was revised.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this female patient had a right crc insert that was revised. Patient subsequently became very loose and unstable 2-3 years out. Surgeon revised her to another company's product. Patient was last known to be in stable condition following the event. Device is unable to be retrieved. The representative was not present for surgery. No additional information.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: b5: it was reported that this female patient had a right crc insert that was revised. Patient subsequently became very loose and unstable 2-3 years out. Surgeon revised her to another company's product. Patient was last known to be in stable condition following the event. Device is unable to be retrieved. The representative was not present for surgery. No additional information.